Event description:
It was reported that the user experienced low glucose while using the ilet system, with cgm readings in the 60's to 80's and a fingerstick of 85, and the pump had not delivered insulin for about 90 minutes before the event; the cause of the low was unclear and the user treated with oral carbohydrate (glucose gel). Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of carbohydrate administration; no serious injury or illness occurred. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific findings and insufficient information to identify a device-related problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.